Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025 at 8:00 am, the patient presented to urgent care accompanied by her daughter, reporting feeling unwell. Prior to arrival, the patient had not manually checked her blood glucose levels. At urgent care, the patient's estimated glucose value (egv) was 120 mg/dl, while her blood glucose meter (bgm) reading was at 540 mg/dl. Due to this discrepancy and clinical concern, urgent care staff removed the sensor, contacted paramedics, and the patient was subsequently transferred to the hospital. She was admitted on (B)(6) 2025 and discharged on (B)(6) 2025. During her hospital stay, the patient reported receiving insulin therapy and intravenous fluids (ivf). As of the latest follow-up, the patient reports feeling okay. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator when the patient started to feel unwell. The reported glucose values fall within the d zone of the parkes error grid was taken at urgent care. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.